Event description:
Reporter alleged customer was unresponsive and glucose measured 159 mg/dl so treatment was delayed and paramedics were called. It was reported paramedics measured 27 mg/dl twenty minutes later and treated customer with a dextrose IV before taking him to the emergency room (ER). It was indicated customer was treated with food at the hospital however, no other treatment or actions were received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.